Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 11/04/2021. An investigation was conducted on 11/08/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was observed to have one collar disconnected from the cable. The disconnected collar was not returned for evaluation. The other collar was observed to be intact and attached to the cable. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break" was confirmed. The certificate of conformance was reviewed for the lot # 12002008. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that hemopro2 extension cable looks as if it was pulled out of the hp2 device too hard and broke. The damage to the cord was reported to them from central sterile and did not happen prior to/during/ or after a procedure. No patient information provided. The damage did not happen on a patient or in a case.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.